Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports starting treatment in (B)(6) 2024 and stopped in (B)(6) 2024 due to safety notice and only 1 tooth shifted in place, otherwise the overbite is worse and the crown fell out during the process. Has overbite in the front teeth, jaw seems misaligned and bites down with back teeth. Overall unhappy with results.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.